Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, the device was found to be in good structural shape, the shaft has no damage. The wire shape is in good condition and is fully functional. The needle is loose, it can be moved with the fingers. A manufacturing record evaluation was performed for the finished device 22f03 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; bending forces may have been applied to the instrument, as per IFU; do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary : the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. A manufacturing record evaluation was performed for the finished device lot number (22f03), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H10 correction narrative: a1: the patient identifier was inadvertently missed on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a bankart repair procedure on (B)(6) 2022, it was observed that the ideal suture shuttle 25 degrees right device broke during use. According to the report, the distal, silver, metal part separated from the white, handle part. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.